Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's pressure transducer printed circuit board was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the pressure transducer printed circuit board (pcb) was identified as defective. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Our conclusion is that the pressure transducer printed pcb was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced parts were not returned for investigation.

Event description:
Manufacturer's ref. #: (B)(4).